Event description:
Ous MDR - after an implantation period of 10 months ventricular oversensing was reported which was observed via homemonitoring. No shocks were delivered. The lead was replaced and returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area of the lead the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation of artefacts on the rv as well as on the ff channel which led to vf detection as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. Further damages, such as the deformed shock coil and the cuts in the insulation, most likely resulted from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.